Event description:
Dr. (B)(6) peres mastologist reported what happened during the patient's breast biopsy, the needle bent after firing the pro-mag pistol and causing abnormal bleeding. The physician was scared, as this had never happened before.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. According to the product experience report, there was no sample to be returned. An images of the needle was provided by the customer confirming that the needle had bent. However, without the sample for investigation, a definite root cause cannot be identified and hence no corrective action can be implemented either. If new information becomes available in future a follow-up report will be submitted accordingly.

Manufacturer narrative:
UDI related data quality updates only.